Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid concentration not reported at 3.895mg/day via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2020 it was reported that the patient has had an increase in low back pain and si joint pain since a fall about three months ago. Despite an increase in pump dosing, the patient has not experienced any pain relief. No withdrawal symptoms were reported. Also, the patient complains that the location of the pump at her anterior left abdomen right along her waist line is very uncomfortable and often catches on her clothing and countertops. A dye study was inconclusive as the physician was unable to aspirate from the pump side port. The patient would be referred to the surgeon for a catheter replacement and revision of pump location. Surgical intervention did not occur but was planned. The environmental, external or patient factors that may have led or contributed to the issue was a fall about 3 months ago. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.